Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d dehp 3ss cv experienced component separation during use. The following was reported by the initial reporter: "we have had an issue with these falling apart."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. H.6. Investigation: one photo and three primary sets, model 2426-0500 lot 21023328, was received by the customer for investigation. Two sets were returned unopened in its original packaging. The sets were tested and no separation was observed. The customer's complaint that the sets were falling apart could not be verified. A device history record review for model 2426-0500 lot number 21023328 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21023328 regarding item #2426-0500.

Event description:
It was reported that a as lvp 20d dehp 3ss cv experienced component separation during use. The following was reported by the initial reporter: "we have had an issue with these falling apart."